Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified. (B)(4).

Event description:
The customer reported that the PICC line had heparin 100 units/ml infusing into one lumen and heparin 1 unit/ml and dexmedetomidine infusing into the other lumen. The PICC line was difficult to flush and there was no blood return from either port. Both PICC line lumens were successfully cleared with administration of tpa. The customer alleges that the maxzero¿ valve was not working correctly and was causing the line occlusions. There was no report of patient harm.

Event description:
The customer reported that the PICC line had heparin 100units/ml infusing into one lumen and heparin 1unit/ml and dexmedetomidine infusing into the other lumen. The PICC line was difficult to flush and there was no blood return from either port. Both PICC line lumens were successfully cleared with administration of tpa. The customer alleges that the maxzero valve was not working correctly and was causing the line occlusions. There was no report of patient harm.